Manufacturer narrative:
Additional device product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, a patient underwent the revision procedure of a tmt-1 due to pseudarthrosis. Initial procedure was performed on (B)(6) 2020 with arthrodesis with 2.7mm variable angle (va) x-plate. Postoperatively, one (1) 2.7mm va locking screw was also broken in the shaft of the screw. The screw was partially explanted during revision procedure. The screw shaft remained in the bone, based on surgeons decision not to remove the broken shaft. Revision was successfully completed without any issue. There was no surgical delay. No further information provided. This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 20mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: the device was returned on 3/15/2021. E1: additional reporter is j&j company representative. Investigation summary: background: revision of a tmt-1 pseudarthrosis 1 year post-op (after arthrodesis with va x-plate 2.7). One va locking screw 2.7 broken in the shaft of the screw. Unknown screw length/product reference and plate size. Screw was partially explanted (screw shaft remained in the bone, based on surgeons decision not to remove the broken shaft). Removed screws and plate available and disinfected (not sterilized). I am going to send them for analysis today. Concomitant device reported: unknown plate (part# unknown; lot# unknown; quantity: 1) this complaint involves one (1) device. H6: investigation flow: damage. Visual inspection: the 2.7 va lckng scr slf-tpng t8 sd rec 20 (p/n: 02.211.020, lot number: unk) was received at us cq. Visual inspection of the complaint device showed that the screw was broken at the shaft. X-rays were provided which confirms the condition of the embedded device of the broken screw. Device failure/defect was identified. Dimensional inspection: the major diameter of the shaft was measured and was within the specified dimensions. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed: 2.7mm variable angle locking screw: 02.211.008 rev. C (current) was reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the shaft of the screw was broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: device history lot lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.